Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient underwent chemotherapy for gallbladder cancer. Following catheter placement at 15:00 on (B)(6) 2025, partial mural thrombus formation developed in the right subclavian vein and axillary vein by 09:00 on (B)(6) 2025. Rivaroxaban 20mg was administered orally. After catheter removal on (B)(6) 2025, chemotherapy was switched to administration via an indwelling needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter related thrombus is inconclusive due to the lack of detail in the returned photo. Two photographs of a 4fr sl powerpicc catheter were returned for evaluation. One of the photographs was only of the product labeling. The photo shows a clinician holding the catheter from the catheter tubing and the extension set. No occlusion is visible inside the extension tubing and no residues are visible throughout the catheter exterior. In the background, a patient's extremity is visible. A drape is over the patient and other kit components are visible resting atop the drape. No remarkable features are visible on the catheter or any of the devices in the background. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.